Manufacturer narrative:
(B)(4). Date sent: 05/20/2016. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an e.n.t. (Ear, nose, throat) procedure, the clips did not tight. The ligature of the vessel was not sure and a slight bleeding appeared. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Date sent: 7/26/2016. Batch # n90g8k. The analysis results found that the mcm20 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 14 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.